Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the results of the evaluation on the returned device. Based on the evaluation performed, the device failed the probe check, as an error code u509 appeared on display. The distal end of the device was inspected under a microscope and found 16mm of the probe was detached and missing. The teflon pad was inspected and found to have exhibited wear and tear but no metal was exposed. Additionally, there are charred marks noted on the teflon pad.

Manufacturer narrative:
The device has not returned to olympus for evaluation. The cause of the reported complaint cannot be confirmed. Based on similar reports, a potential cause for mechanical damage to the probe is operator¿s technique. The device instruction manual contains several warning statements to prevent this damage: ¿do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects.¿ ¿do not activate output while applying the probe tip to the tissue with a strong force, grasping a thick tissue, or twisting the handle.¿ and ¿do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected.¿ as a preventive measure in the event of device malfunction, the instruction manual also recommends that a spare device be available during the procedure.

Event description:
Olympus was informed that during a total laparoscopic hysterectomy procedure, the probe broke off into the patient and was retrieved using a grasper. There was no reported patient injury. The device had been inspected prior to use with no anomalies found. The procedure was completed with another similar thunderbeat device.